Event description:
Internal/implanted aicd fired "23" times, inappropriately., admitted in ER, device interrogated by company - medtronic and internal lead/wire fractured/defective. The fidelis lead was found to be defective october 2007. Pt placed on external defibrillator and admitted to ICU. On the next day, pt scheduled for and taken to cath lab for new device/lead implant, but unable to perform procedure at this facility, due to not having appropriate equipment/staff to remove defective lead. Transferred three days later, to new facility for veinogram and new pacer/aicd implantation under general anesthesia. On the next day, pt taken to or to check device under anesthesia, one of 3 leads questionable as to appropriately functioning. The following day, pt taken to or for repeat removal of 1 of 3 leads and placement of additional lead under anesthesia. Pt had repeated cxr / device interrogations w/adjustments due to lead proximatety to diaphragm causing pt to experience sensation of hiccups. Three days later, pt discharged home. Dates of use: na. Diagnosis or reason for use: na.